Manufacturer narrative:
Unit received with physical damage to cow catcher and all pins. Unable to perform functional test due to physical damage.

Event description:
The customer reported via phone call that the pins were damaged. The customer¿s blood glucose level was 150 mg/dl. The insulin pump will be returned for analysis.

Manufacturer narrative:
The event was reported in error.